Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead became extrinsically distorted due to kinking/buckling, and visual summary analysis indicated damage at implant.

Event description:
It was reported that during the implant procedure once the lead was placed it no stimulation was possible, even with ten volts. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.